Manufacturer narrative:
Per the t:slim user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Do not store filled cartridges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent inaccurate fill estimate readings were received. Customer's blood glucose was 200-300 mg/dl. Reportedly, customer used admelog insulin which was not labeled for use with the pump. Customer also prefilled cartridges prior to use and cartridges and used admelog insulin which is not labeled for use with the pump. Pump system check was performed and fill estimate was confirmed. Customer changed the cartridge and fill estimate was accurate.